Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced same kind of adhesive issues with 3 infusion sets all of which falling off during use on (B)(6) -2024. The infusion sets were used for less than 24 hours. Patient was not involved in any physical activity, sweating, swimming, or bathing at time of event. The insertion site was properly cleaned and air-dried and free of hair before insertion. No adhesive aids were used. Patient's blood glucose level at time of event was 308 mg/dl. Patient replaced the infusion sets and successfully resumed insulin. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04585 - device 3 of 3.